Manufacturer narrative:
Device has not been repaired hence in future if we receive any repair information will reopen and update the investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a low vacuum alarm during use. No patient harm or injury was reported. Tiffany stated that the patient had transferred from an outside facility with a teleflex 40cc balloon catheter on a cardiosave with intermittent alarms present. There was no harm or injury reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h6 (type of investigation).

Event description:
N/a.